Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the u/d and r/l pulley wire ruptured. Based on the result, we concluded that it was caused due to the excessive force applied on the both pulley wire. Based on the technical report, it was evaluated not to submit MDR. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
There is a bump on the ift at 11cm. This event occurred at the time of during inspection. There was no report of patient harm.